Manufacturer narrative:
Exact date of event is unknown.

Event description:
It was reported that following an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting by a company representative was able to resolve the issue. The device is providing therapy.

Manufacturer narrative:
It was reported that following an unrelated surgical procedure where the ipg was not placed into surgery mode, the ipg became unable to communicate with external devices. Troubleshooting by a company representative was able to resolve the issue. The device is providing therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.